Event description:
Customer used the device to check blood glucose and obtained a result of 405 mg/dl. Thought glucose was high and went to the ER. A finger stick was performed at the ER and the result was 200 mg/dl. Was admitted over night for observation. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.